Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported a patient developed a skin irritation. The patient's skin irritation was described as a 2 inch area of dry skin. The patient's doctor recommended the use of aquaphor ointment. There is no alleged device malfunction. Follow up was completed and the skin irritation was improved.